Event description:
Event description guidant received information that at a follow-up procedure this patient was scheduled for a repositioning of the cs (endurance ez) lead, due to dislodgment. The lead was not repositioned, it was removed from service.